Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced skn irritation due to infusion set tape on (B)(6) 2024. No further information available .

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united kingdom since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.